Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus did not function properly. The existing aus was explanted. There were no further patient complications.